Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 50 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with glucose tablets and food. The customer was assisted with reviewing the data table report and found out that the customer was giving insulin a bit of insulin through various boluses without taking her actual blood glucose. The customer was explained that it is most likely why she was having low blood glucose because they were giving too much insulin without checking the actual blood glucose. The insulin pump will not be returned for analysis.